Manufacturer narrative:
(B)(4). On an unknown date, the patient was diagnosed with umbilical and inguinal hernias. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced inguinal and umbilical hernias coincident with automated peritoneal dialysis therapy. It was not reported if the hernias occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernias was not reported. It was not reported if the hernias had worsened with peritoneal dialysis therapy. At the time of this report, there has been no medical intervention for the hernias; but the patient was expected to undergo a hernia repair surgical procedure for both of the hernias on an unknown date in the month following the initial receipt of this report. Dianeal therapies were ongoing. The patient was not recovered from the event. No additional information is available.